Event description:
It was reported that three (3) 1000ml intravia containers had particulate matter. The particulate matter was observed while performing acceptable quality limit inspections prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.